Event description:
It was reported that the device had multiple power on reset episodes. The device is still in use with a plan for it to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Save to disk (s2d) file (B)(4), 3-pors, full reset counter=3, fw reason hex=7008, incorrect programmable parameters checksum detected, between (B)(6)-2012.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.